Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the pump was refilled and later the patient was unconscious and intubated. No diagnostic tests or troubleshooting was performed. There were no known environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention had occurred but was planned. The surgical intervention was however not yet scheduled. The pump remained implanted ¿ in service at the time of the report. The issue was not resolved at the time of the report. The patient was with injury regarding their status at the time of the report regarding unconscious and intubated. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider via a company representative. Regarding if any difficulty was encountered at the refill, it was noted that nothing out of the ordinary had occurred at the time of the refill. The patient having been unconscious and intubated occurred a couple hours after the refill. It was noted that the needle was fully inserted in to the reservoir and/or fluoroscopy was used at the time of refill. The planned surgical intervention had not been scheduled and the pump was still implanted.